Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s under 510k k131231. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report h3 other text : device not available.

Event description:
It was reported that the patient underwent a revision of reverse ii glenoid and poly liner. The glenoid component had broken away from the glenoid. The glenosphere and baseplate had dissociated and there was poly wear. The implants were removed and replaced. A screw was used to remove the poly liner.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and provided image is not sufficient to confirm the event. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities.. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision of reverse ii glenoid and poly liner. The glenoid component had broken away from the glenoid. The glenosphere and baseplate had dissociated and there was poly wear. The implants were removed and replaced. A screw was used to remove the poly liner.